Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The provided image(s) was also reviewed, and the complaint condition was confirmed, as the image showed a driver broken at the proximal tip. Visual inspection: the cruciform screwdriver (part #: 313.96, lot #: unk) was received at us cq. Upon visual inspection, it was observed that all four blades of the distal tip of the device had broken off. The broken fragments were not received at us cq. No other issues were identified with the returned device. Dimensional inspection: tip od was measured and found to be conforming per relevant drawing. Document/ specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Investigation conclusion: the complaint was confirmed for the cruciform screwdriver (part #: 313.96, lot #: unk) as the distal tip of the device was broken. While no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing record evaluation could not be confirmed as the lot number was unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review: a manufacturing record evaluation could not be confirmed as the lot number could not be determined from the image.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, cruciform screwdriver that has a broken tip and the driver bit has crack. This report is for one (1) cruciform screwdriver. This is report 1 of 1 for complaint (B)(4).